Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The customer's blood glucose reading was 20 mg/dl when the paramedics arrived. Prior to the event, the customer woke up shaking and sweating. The customer noticed that the battery was low, and attempted to change it, but passed out in the process. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the bolus history and found a bolus of 12.7 units at 4:15am on the morning of the event. The customer did not recall delivering that bolus. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.